Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed that flex pc application did not boot with system. The third-party engineer troubleshoots and rebooted the system few times. After this troubleshooting activity and multiple reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome.